Event description:
Upon removal of vasoview device from right leg, a portion was noted to be missing from the tip. The missing piece was retrieved from within the wounddevice was given to or supply chain manager to return to the company for evaluation if indicated.